Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) screen was frozen after they had a power outage in their facility. The nurse rebooted the cns, but the cns was still not working. The nurse realized that there was another backup monitor behind the cns screen that was not turned on and after the nurse turned it on the cns is working as it should, issues were resolved.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) screen was frozen after they had a power outage in their facility. The nurse rebooted the cns, but the cns was still not working. The nurse realized that there was another backup monitor behind the cns screen that was not turned on and after the nurse turned it on the cns is working as it should, issues were resolved. Investigation summary: the root cause of the frozen cns is related to a facility power outage. The customer turns on the connected monitors to resolve the issue. There is no evidence that the cns froze due to a device malfunction. Complaint history review of the device reveals no additional complaint relating to cns freezing. It is likely that the incident is an isolated incident related to the power outage event. As such a corrective action and/or preventative action (CAPA) is not warranted. Manufacturer narrative; b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type?

Event description:
The nurse reported that the central nurse's station (cns) screen was frozen after they had a power outage in their facility. The nurse rebooted the cns, but the cns was still not working. The nurse realized that there was another backup monitor behind the cns screen that was not turned on and after the nurse turned it on the cns is working as it should, issues were resolved.